Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was found to be torn during use on the next day after placement. Reportedly, the patient heard a sound of the balloon burst. There was no injury to the patient. Per additional information received via email on 22 may 2020 from ibc representative, there was a missing piece. The missing pieces was removed by a cystoscope. It was clarified that more than the prescribes amount of water had been injected into the balloon at the hospital.

Manufacturer narrative:
The reported event was confirmed as use-related. Evaluation observed noted irregular balloon burst. There were pieces of sac were missing approximately (1.5cm x 0.4cm) and missing pieces was returned for evaluation. Based on event stated, it was confirmed as user related as more than the prescribed amount of water had been injected into the balloon at the hospital. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error. "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon was found to be torn during use on the next day after placement. Reportedly, the patient heard a sound of the balloon burst. There was no injury to the patient. Per additional information received via email on 22 may 2020 from ibc representative, there was a missing piece. The missing pieces was removed by a cystoscope. It was clarified that more than the prescribes amount of water had been injected into the balloon at the hospital.